Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2012 the lay user/ patient's husband contacted lifescan (lfs) alleging that his wife's onetouch ultra2 meter was giving her inaccurate high readings as compared to her normal feelings/ result(s). The medical surveillance specialist (mss) spoke with the patient's husband on (B)(6) 2012 and obtained the following information: the patient reportedly tests her blood glucose multiple times each day and has been using an accucheck spirit insulin pump for the last nine years to manage her diabetes. On (B)(6) 2012 at 5pm, the reporter (husband) stated he tested the patient (wife) with the subject meter and obtained a result of "147mg/dl", which at that blood glucose level, he did not make any changes to the patient's normal diabetes management routine. The reporter did not give the patient any extra food/drink, something he mentioned he may have done if the patient obtained a low reading, nor did he adjust her usual amount of bolus (husband could not recall his wife's normal dosage). The patient's activity level had increased earlier that day and as a result, she had indicated that she was very fatigued. After obtaining the "147mg/dl" reading, both the reporter and the patient decided to take a nap, which they do not routinely do. The reporter estimated that both he and the patient were asleep for five and a half hours when he was awakened at around 10:30pm because he heard the patient moan and felt the patient's whole body convulse. The reporter immediately tested the patient's blood glucose level using the subject meter and obtained the results of "90 and 95mg/dl". The reporter stated that he had never experienced seeing the patient convulse during an episode of hypoglycemia. He indicated that he was used to seeing the patient develop the usual symptoms of being sweaty, unresponsive, or being motionless during low blood glucose levels. When the patient started convulsing at the "90,95mg/dl" level, which the reporter considers being low readings, but not extremely low, he panicked and called ems. The ems arrived at 10:45pm and using their own meter (unknown device), tested the patient and obtained a reading of "30mg/dl". The reporter indicated that while ems was administering the patient with intravenous glucose, the patient's heart had stopped beating and about a minute later, the patient's breathing had also ceased. Ems then worked on reviving the patient who, after an unreported period of time, regained consciousness. Ems then finished administering the patient with the intravenous glucose and transported her to the hospital where she stayed for two days. The diagnosis was "heart failure due to severe hypoglycemia". During the follow up call, the mss determined that an approved sample site was used for testing and that the unit of measure (mg/dl) was set correctly at time of testing. Replacement products have been sent to the patient this complaint is being reported because the patient developed symptoms of severe hypoglycemia and received medical intervention for an acute complication of diabetes after the reported issue had occurred.